Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2014 a carbomedics reduced r5-021 mechanical aortic valve was implanted. The manufacturer received notification that on (B)(6) 2018 a carbomedics top hat s5-021 was implanted at the aortic position. No further information was received.

Manufacturer narrative:
The manufacturer made several attempts to follow-up for additional information and was unable to acquire any further event information. Because the device was not received and no further information is available no additional investigations can be performed at this time. Due to this the root cause of the event cannot be established. If any additional information is received in the future the case will be reassessed.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.